Event description:
The patient presented to the clinic not feel well. It was not possible to interrogate the device. Technical support was contacted and the device was found to be in backup vvi mode (bvvi). Due to the interrogation issue, it was recommended to replace the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
He reported event of inability to interrogate was confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.